Manufacturer narrative:
Correction: date of initial procedure was (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with a gore®excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The patient tolerated the procedure. On an unknown date in 2017, a follow up computed tomography scan reportedly revealed that the proximal end of the trunk-ipsilateral component (rlt231412j/16405080) had partially and unintentionally covered the left renal artery. On the same day, a re-intervention procedure was performed whereby a bare metal stent was implanted to preserve blood flow to the left renal artery. Vessel patency was restored, and the patient tolerated the procedure. According to the physician, the c-arm angle used to visualize implant position during the initial procedure was not optimal, which may have contributed to the unintentionally coverage of the left renal artery.